Manufacturer narrative:
The product was not returned for evaluation. The user reported that the pod had fallen off which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient knocked the pod off while doing some gardening. Instead of replacing the pod he just stuck it back down and was later hospitalized with diabetic ketoacidosis. The nurse at the hospital stated that this was not the fault of the pod. The nurse did not provide any further information regarding the hospitalization or to the patient¿s treatment.